Event description:
It was reported that during a laparoscopic hysterectomy procedure the instrument's blade tip broke and got totally loose from instrument. This occurred during procedure but instrument was not in patient and this could be seen and the part did not fall into abdomen. Procedure was completed with same like device. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: there has been misunderstanding in this, when receiving info from customer by phone. In this case, the active blade has broke, not the pad. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.